Event description:
The customer states recently there is a lot of blistering on the patient; when the drainfix is taken off of the patient blisters open. It was further reported by the customer the drain-fix is left on a patient no longer than three days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional event/patient information was requested, but no further information has been provided to date. Should additional information become available, a follow-up report will be submitted.